Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The top part of the brush head came loose [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender purchased a package of oral-b power oral care refills precision clean on (B)(6) 2016, and reported that the top part of the brush head came loose twice when used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. On 19-apr-2016 received follow-up: the consumer reported the brush heads had a gray logo that did not scratch off with a coin. No symptoms developed.